Event description:
Received report claiming the smartdrive device using a speed control dial engaged a drive command without physical manipulation of the dial. This reportedly caused the end-user to lose control of the wheelchair and drive into an area where they lost positioning and fell out of the wheelchair to the ground resulting in injuries requiring medical intervention to address.

Manufacturer narrative:
Report claims while sitting in a stationary position with the speed control dial of the smartdrive in the stand-by position, the smartdrive reportedly engaged a drive command without any physical manipulation the dial. This action reportedly caused the wheelchair to propel the end-user forward, into a grassy area, where the wheelchair became blocked which caused the end-user to lose positioning and fall out of the seating to the ground. It was reported the ensuing fall resulted with the end-user sustaining a fracture to the right wrist requiring surgery to address, and a fracture to an unspecified tibia and fibula. The suspect smartdrive device and speed control dial was returned to permobil and evaluated where the device and all components were found to remain fully operational with no signs of a failure having occurred. Permobil was unable to reach a determination as to possible root cause for this event without speculation.